Event description:
Reference attached medwatch (B)(4) from user facility. Initial reporter at the facility noted two broken screws. Part number of the 2nd screw is unk. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.